Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. White material was observed within the device. White and brown material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.1 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white and brown material found on the device. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Since the lot number was not provided by the customer, the manufacturer record evaluation (mre) could not be reviewed. If lot number is later provided, the mre will be reviewed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent breast reconstruction revision with an unknown mentor saline prosthesis. In (B)(6) of 2018, left sided deflation was noted but has not yet been confirmed by a physician. Additional information was received on (B)(6) 2018. The bilateral device explanation was performed on (B)(6) 2018. The left sided deflation was reported on initially on (B)(6) 2018. On (B)(6) 2019 the investigation of both devices that were returned revealed findings consistent with deflation. Therefore the right sided device returned is also being treated as a deflation. This report relates to the right sided device. See 1645337-2018-06805 for the left sided device report.